Event description:
The pt was implanted with a left ventricular assist device (lvad). One month later, the pt was turned on their side and serousanguinous drive line drainage was aspirated into the percutaneous drive line. Initially there were only power limit advisory alarms. A decision was made to turn the pt onto their right side with head up and use bear hugger hot air source directed at the air port in drive line to dry fluid. Motor waveforms were also requested by the MFR for review. Approximately three hours later the lvad alarmed low stroke volume and hand pumping of the lvad was initiated.